Event description:
It was reported that the patient underwent an anchor and lead explant due to infection at the anchor site. The patient's wound had pus and the patient was administered antibiotics. The device was sent to the microbiology department and was not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7076205.